Event description:
Pt was revised to address femoral loosening.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed a this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.